Event description:
An initial reactive advia centaur ehiv result was obtained on a patient sample. Repeat testing was performed in duplicate. The results were (B)(6). The patient sample was sent out for testing on the western blot and the result was (B)(6). The result was reported as (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur ehiv result.

Manufacturer narrative:
The cause for the discordant advia centaur ehiv results is unknown. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the advia centaur (B)(4) enhanced assay is limited to the detection of antibodies to (B)(6) in human serum or plasma (potassium edta, lithium or sodium heparinized, and acd)." "It is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."